Event description:
On (B)(6) 2015, the reporter contacted animas stating a power issue the pump. The battery compartment reportedly was cracked and there was moisture and corrosion in the battery compartment. There was no damage to the battery cap and the yellow o-ring was not visible; however, it was never replaced. The patient reportedly experienced a blood glucose (bg) value of14 mmol/l with extreme thirst and urination. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: battery compartment cracks were observed in the thread area and below the grip. There was multiple power on reset events observed in the black box on 02/27/2015. There was an error, alarm, warning (eaw) 128-fb88 alarm on 02/26/2015 at 15:46, followed by an eaw 128-fc88 alarm at 15:49 and an eaw 128 replace battery alarm at 20:05. No basal deliveries occurred from 15:46 to 22:47. The basal history corresponded with the total daily dose history (tdd); the tdd history indicated that insulin delivery totals correctly reflected programmed values. There was evidence of moisture contamination found inside the battery compartment and the underside of the battery cap. The pump intermittently powered on with the returned battery cap. The battery cap threads were found to be damaged and the battery cap was unable to secure tightly to the pump. The pump was exercised for 24 hours with no rebooting, loss of power or call service alarms. The pump passed the delivery accuracy test and was delivering within the required specifications. The battery compartment was found to be leaking at the crack during a leak test. The pump case was removed; there was evidence of additional moisture/contamination found inside the pump. Unrelated to the complaint, the text on the display screen was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.